Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: delamination/deflation: observed delamination of diaphragm valve assessed as adhesive failure. Valve leak and/or damage: observed cracked valve seat diaphragm valve. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported a left side deflation and 'leak". Healthcare professional later confirmed deflation. Healthcare professional later reported "valve delaminated from shell" and "hole in valve". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., d.1., d.2., d.4., h.4., h.6.

Event description:
Patient reported a left side deflation and 'leak". Healthcare professional later confirmed deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation and 'leak". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Healthcare professional later reported "valve delaminated from shell" and "hole in valve". Device has been explanted.